Manufacturer narrative:
No conclusion can be drawn. Repair info is unavailable as this repair is scheduled for (B)(6) 2011. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that they system's entrance dose was too high and some doses could be incorrect. No pt injury was reported.